Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast capsular contracture (baker grade iii). Concomitant products: mentor memorygel breast implant 550cc gel breast prosthesis, catalog #3505504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 550cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 360cc gel breast prostheses on (B)(6) 2019. During explantation surgery, it was observed that left breast prosthesis had ruptured.

Manufacturer narrative:
On 01/22/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient presented with capsular contracture and a ruptured breast implant. During evaluation of the device, a crease was noted on the posterior aspect. Also, a tear was observed within the crease in the anterior and extending to the posterior view measuring approximately 12.5 cm. No other anomalies were observed. The second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).